Event description:
Caller reported that the tube was presenting a leak and wanted to inquire if it would still work on a ventilated pt. Caller was advised about the safety of continued use and that it was a medical decision to be advised by the end physician. The caller confirmed that decannulation was not required.